Manufacturer narrative:
The device was inspected by an arjo technician. The steam generator was disassembled, and it was found that the o-ring of the steam generator had melted and failed. The steam generator was replaced, and the new generator was tested. The device then operated as intended. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo has been notified of an event involving a typhoon flusher. It was reported that the steam generator inside the typhoon flusher ignited, and black smoke was emitted from the steam generator head. This triggered the fire alarm at the facility. The flusher was unplugged from the power supply, and the fire from the steam generator insulation was extinguished by water escaping from the steam generator. No injuries occurred, and no additional damage to the facility was reported.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
During the service intervention conducted by the arjo technician, the steam generator inside the typhoon flusher ignited. Allegedly, the black smoke was emitted from the steam generator head. This triggered the fire alarm at the facility. The flusher was unplugged from the power supply, and the fire from the steam generator insulation was extinguished by water escaping from the steam generator. No injuries occurred, and no additional damage to the facility was reported. According to the additional information received, the service intervention was carried out to address the issue related to the f7 error code. In order to check whether the thermostat was malfunctioning, the arjo technician removed the temperature sensor (part of the steam generator) to verify whether the temperature would rise. Consequently, this contributed to the ignition of the steam generator. It was concluded that there had indeed been an issue with the steam generator prior to the incident (e.g., limescale buildup or an excessively long disinfection cycle). This issue triggered the f7 error (¿disinfection temperature not reached¿), while the safety system (thermal protection) was functioning correctly. Under normal conditions, in the event of overheating, the thermal protection cuts off power to the steam generator at a defined set point and prevents it from restarting. Only a trained service technician can restore the device to normal operation. However, once the temperature sensor was removed by the technician during the visit, the thermal protection system could no longer activate, which resulted in internal burning of the steam generator. The technical manual for the typhoon flusher (6001269302_4en) includes procedures describing the replacement of the temperature sensor and the verification of the overheat protection. Following the investigation, we concluded that the reported event (ignition of the device) was likely caused by overheating of the steam generator, as the sensor had been removed and, consequently, the thermal protection did not cut off the power. Arjo device failed to meet its performance specification. As per the collected information, no injury or other health consequences were reported to be a result of this event. This complaint was decided to be reported to the competent authorities due to allegation of fire occurrence.